Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) block h6: device code 1444 captures the reportable event of seal compromised. Block h10: the returned advanix rx biliary stent was analyzed, and a visual evaluation noted that there was a tear in the device packaging. No other issues with the device were noted. The reported event was confirmed. Based on product analysis, since there was a tear in the pouch near to the label, it is most likely related to the handling and manipulation during the storage of the unit or also some force applied when tried to release the pouch from its original box that could cause the reported complaint. Therefore the most probable root cause for this event is cause traced to transport/storage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported that an advanix-naviflex biliary stent received by an account with a tear in the device packaging on (B)(6) 2020. This caused the sterility of the device to become compromised. There was no patient or procedure involved at the time this incident was noticed, and the device was never opened or used by the account. The device has not been received for analysis.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent received by an account with a tear in the device packaging on june 01, 2020. This caused the sterility of the device to become compromised. There was no patient or procedure involved at the time this incident was noticed, and the device was never opened or used by the account.